Event description:
Reportedly, the user fell on (B)(6) 2024, hitting the left side of the head. After this, decline in the hearing performance with the left-sided ci was observed. The user was reimplanted with a new device on (B)(6) 2024.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by an external impact, was determined to be the root cause of device failure. A trauma is mentioned in the recipient's report. The investigation results appear to match the problems mentioned in the recipients report. This is a final report.

Event description:
The user fell on (B)(6) 2024, hitting the left side of the head. After this, decline in the hearing performance with the left-sided ci was observed. The user was re-implanted.